Event description:
The user facility reported that while an employee was pulling down the harmony dual flat panel arm, the metal compression spring came off and hit the employee on the thigh leaving a bruise the size of a quarter. The employee reported that when the spring contacted her thigh, it startled her, causing her to fall to the floor. The employee sought medical treatment as she reported feeling "stiff". The user facility would not provide any additional information. No procedural delays or cancellations have been reported.

Manufacturer narrative:
A steris service technician arrived onsite and found the arm functioning properly with a storz endoscope monitor was mounted to the steris arm. The technician inspected the arm and found the pivot cover to be missing from the monitor arm mount. The tension spring, that was reported to have come off, is located behind the pivot cover and necessary to prevent the attached monitor from falling down. The pivot cover is to be applied securely at all times per device manual (ref. Pg 9 sec 2.3). Per the steris technician, during installation of the storz monitor by another supplier, the pivot cover was removed and never reinstalled. The steris service tech reported that multiple arms at this facility are missing pivot covers. The technician explained to the facility the need for the pivot covers.